Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could not prime the insulin pump because of issues with the reservoir. The customer was also having issues with the transmitter. Customer's blood glucose level was not reported. The device was not returned.